Manufacturer narrative:
Wendl, c. M., henkes, h., moreno, r. M., ganslandt, o., bäzner, h., <(>&<)> pérez, m. A. (2016). Direct carotid cavernous sinus fistulae: vessel reconstruction using flow-diverting implants. Clinical neuroradiology, 27(4), 493-501. Http://doi.org/10.1007/s00062-016-0511-6 the pipeline device will not be returned for evaluation as it was implanted in the patient. Based on the provided information, there does not appear to have been any defect of the pipeline device during use. The residual av shunt occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. It should be noted that the pipeline indications for use states, "the ped is intended for endovascular embolization of cerebral aneurysms." Mdrs related to this article: 2029214-2018-00185, 2029214-2018-00186, 2029214-2018-00187, 2029214-2018-00188, 2029214-2018-00189, 2029214-2018-00190, 2029214-2018-00191, 2029214-2018-00192, 2029214-2018-00193. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found report that a patient underwent retreatment after pipeline implantation. The purpose of this article was to evaluate the experience of using flow diverters (fd) for endovascular treatment of direct carotid-cavernous sinus fistulae (diccf). The authors retrospectively reviewed 14 patients (3 male, 11 female, median age 59 years) with 14 diccf who underwent treatment with fd alone, fd in combination with coils, or covered stents. The article states that fd placement was technically successful in all patients. In addition, the article states that there were no adverse events related to fd placement in any patient. Patient 4 (female, (B)(6)) experienced severe head trauma and diccf was found. To treat the diccf, the patient underwent transarterial coiling as well as fd placement (1 pipeline + 5 fd from another manufacturer). Five days post-procedure, follow-up imaging showed incomplete diccf occlusion (residual arteriovenous shunt) and the patient underwent retreatment in which additional flow diverters were placed. As of 65 days post-procedure, follow-up imaging showed complete diccf occlusion. The patient was noted to have an mrs of 0.